Event description:
While measuring on a blood gas analyzer abl735, low na values were obtained. No error messages or alarm was provided. The customer has informed that there has been no death or injury. No patients were treated based on the measurement results.

Manufacturer narrative:
The problem was solved by replacing the reference membrane. Investigation of the reference membrane and data analysis confirms that the reference membrane is defect. Radiometer is unable to obtain conclusive root cause. However, it appears that the reference membrane may have reached the end of its in-use life prematurely as a result of the customer performing the decontamination procedure immediately after a new membrane was installed.